Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pacing not delivered when required, placement difficulty, and loss of capture. The reported clinical observations were also observed when the lead was tested through the pacing system analyzer (psa). The lead was replaced. No additional adverse patient effects were reported.